Event description:
It was reported that the ventilator while in use had a loss of power. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The medical engineer inspected the device and found no abnormality during a test run. The manufacturer¿s international service technician could not duplicate the reported issue. The ventilator diagnostic logs were reviewed and indicated that at the time of the event he power was turned of and off manually. The repair center is checking with the local sales rep on the details of the event.

Manufacturer narrative:
G4:20apr2021. B4:10may2021. The reported issue was not duplicated. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.